Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device was returned to the manufacturer's quality product investigation lab for evaluation. The device was not in patient use. During the evaluation of the device, an issue related to the device's sound abatement foam was observed. The patient also had been getting dry nose and that caused him to have a nosebleed from the dryness. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal or physical damage. The manufacturer did find the water has been on the humidifiers heater plate. The manufacturer visually inspected the device internally and found no evidence of thermal damage. The manufacturer did observe evidence of contaminants present in the dreamstation/humidifier. The manufacturer found the sound abatement foam has started to deteriorate and there are black specks of the foam material on the inside of the dreamstation. Also found the foam material is missing in a portion of the sound abatements enclosure, the blower motor/box has the tacky/oily degraded foam material and the evidence of water ingress. The air path of the device was compromised and the contaminate would have been in the devices air path. The device's event logs were downloaded and reviewed. The manufacturer found no evidence of error. The manufacturer applied power to the devices. The devices do power up provide flow and the humidifier heater plate and tubing heats. The manufacturer concludes there was evidence of sound abatement foam deterioration. The device has evidence of the presence of contaminants and evidence of water ingress. Section a1, a2, a3, b3, d4, d9, h6 were updated/corrected in this report.

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer's quality product investigation lab for evaluation. The device was not in patient use. During the evaluation of the device, an issue related to the device's sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.